Manufacturer narrative:
(B)(4). The analysis results found that one ec60 device was returned in good visual condition and with no cartridge reload present. The device was tested for functionality with a test cartridge reload and achieved its complete 3-stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample.

Event description:
It was reported that during a surgical block procedure, the stapler didn¿t cut and did not staple. During hemostasis the device did not staple the bronchus and the branch artery was open. It was necessary to use two bronchus tubes. Unknown how case was completed. There were no adverse consequences for the patient. One reload was discarded. The staple didn¿t cut and did not stapler, during hemostasis the device did not staple the bronchus and the branch artery was open. It was necessary used two bronchus tubes.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. The batch record was reviewed and no anomalies were noted during the manufacturing process. How was the bleeding controlled?: bleeding was controlled with echelon 60 recharge green. How much blood loss?: the patient bleed ccc 1200. Did the patient require blood products?: yes. Did the patient require administration of other fluids as a result of blood loss?: no. Was the patient on anticoagulant therapy?: no. What is the current status of the patient?: current status of the patient is good. How was the patient impacted?: the patient did not suffer any impact. Is the patient still in the hospital?: the patient is in the hospital. What adverse event happened to the patient?: any adverse event.

Event description:
It was reported that during a surgical block procedure, the stapler didn¿t cut and did not staple. During hemostasis, the device did not staple the bronchus and the branch artery was open. It was necessary to use two bronchus tubes. Unknown how case was completed. There were no adverse consequences for the patient. One reload was discarded. The staple didn¿t cut and did not stapler, during hemostasis the device did not staple the bronchus and the branch artery was open. It was necessary used two bronchus tubes.